Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2004, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, follow up examination revealed a type 1 distal endoleak from the right common iliac artery. On (B)(6) 2021 a reintervention took place to treat the endoleak. The type 1 distal endoleak was resolved.